Manufacturer narrative:
The insulin pump was received with intermittent up and down arrow buttons due to moisture damage on keypad traces. No scrolling numbers and no button error alarm noted. The insulin pump has cracked battery tube threads, cracked reservoir tube lip and cracked case at display window corner.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 283 mg/dl at the time of the call. The customer stated that the numbers on their insulin pump keep scrolling when trying to deliver a bolus. The customer states that the keypad is unresponsive after receiving the button alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.